Event description:
Complainant alleged that during a routine shift check by a clinician, an arc and sparking was observed and complainant indicated that during subsequent testing, the defib output was out of specification. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.